Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the subject device had passed 5 years and 10 months since it was manufactured. The exact cause of this phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the malfunction of the printed-circuit board of the subject device due to the aging degradation.

Event description:
Olympus service operation repair center (sorc) was informed from the user that in unspecified timing the subject device could not display image. Sorc checked the subject device and found that the reported phenomenon was duplicated and the printed-circuit board of the subject device had failure. There was no patient injury associated with this report.